Event description:
Customer observed a (B)(6) advia centaur (B)(6) and upon retest of the sample, the result was (B)(6). The (B)(6) result did not agree with the clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur (B)(6) result is unknown. Siemens is working with the customer to identify the root cause. No other samples are affected. Quality control results are within range. The system is performing to specification. The limitations section of the us version of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." The limitations section of the ous version of the instructions for use states: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results."

Manufacturer narrative:
Siemens filed MDR 1219913-2015-00059 on february 27, 2015 reporting a (B)(6) advia centaur (B)(6) result that was (B)(6) upon repeat testing of the sample. April 2, 2015 - additional information: siemens reviewed the information from the customer. When tested three days after the initial testing, the advia centaur (B)(6) was (B)(6) on the same sample. This was a non-reproducible (B)(6) result on a single specimen. As this was isolated to a single specimen, the most likely root cause is preanalytical. No further investigation is required.